Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was repositioned due to high capture threshold. Just after the repositioning procedure, the lead exhibited less than 200 ohms bipolar impedance, loss of sensing and loss of capture. As an insulation issue was suspected, the lead was replaced.